Event description:
Healthcare professional reported textured teardrops and silicone bleed. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, h6.

Event description:
Healthcare professional reported textured teardrops and silicone bleed. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: gel bleed: not observed since the shell barrier can be observed through microscopic inspection. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, opening, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side textured teardrops and silicone bleed. Device has been explanted and replaced.